Manufacturer narrative:
The physician requested a field service visit to inspect the cell-dyn instrument. The field service rep (fsr) replaced worn pinch tubing, checked gains and verified precision was within specification. Controls were tested and the fsr observed hgb was running high and therefore, adjusted the hgb calibration factor. After the adjustment, the fsr verified that precision and controls were within specification. Add'l info was obtained from the customer by the customer technical advocate (cta): the operators do run a background if the instrument has been idle for 15 mins or more. There was s previous internal issue regarding discrepant results for samples collected as fingerstick and heelstick. Drawing technique and mixing were identified as contributing factors for discrepancies. The issue was addressed by add'l training of personnel drawing samples (nursing staff). This particular sample was a heelstick draw. It was tested twice on the cd1700 with similar values each time. Both tests did generate dispersional data alerts for the low results. The operator's manual (03h58-01, rev d) states on page 3-23, that if dispersional data alerts occurs, the recommended action is to repeat the sample, notify the physician or review a slide. A review of complaints for the period of 11/2006 through 04/07 did not indicate any adverse trends for cell-dyn 1700, list base 03h53-01 for issues with discrepant results. This is the final report.

Event description:
A physician stated a baby generated low cbc results on the cell-dyn 1700 with a hemoglobin result of 8 g/dl. The baby had a fever of 104 deg f for 4 days and was admitted to the hosp. Another sample was obtained and cbc results were higher and within normal range with a hemoglobin value of 11.5 g/dl. No impact to pt mgmt was reported.